Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called regarding the button error. The battery was removed and replaced the battery. Customer advised that the insulin pump may alarm again. Customer stated that she was hospitalized due to high blood glucose. The blood glucose reading at the time of the event was over 600 mg/dl. Customer experienced chest pain and nausea. Diagnosed diabetes ketoacidosis. Hospital treated with IV insulin. The current blood glucose reading is 176 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off/no power alarms noted. The insulin pump passed off/no power test, selftest, error test, displacement test, rewind and excessive no delivery alarm test. Motor error alarm noted during basic occlusion test and unable to prime during prime test due to faulty force sensor. Motor passed motor test. Unable to complete functional test including occlusion test due to occlusion test due to prime anomaly. The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. The insulin pump received with scratched lcd window, cracked display window corners, broken reservoir tube lip and cracked battery tube threads.